Event description:
It was reported that the patient's device was noted to have high impedance. The patient was hospitalized due to not eating, but regarding his seizures, the parents reported they were well controlled, with only a few episodes. X-rays were provided to the manufacturer and reviewed by the manufacturer. No obvious anomalies were able to be identified. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was determined that the hospitalization reported was not related to vns therapy. The device was re-enabled with this high impedance issue present. The patient¿s mother, declined surgery as the patient's seizures had decreased. No other relevant information has been received to date.